Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3487a, lot# j0010322v, implanted: (B)(6) 2000, product type: lead. Product ID: 3587a, lot# n0024132, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that three days prior to the report, the patient noticed that he was having sharp pains on the bottom of his feet. The patient thought to himself that he needed to charge up. On the night prior to the report when he was going to charge, the patient noticed a power on reset (por) message. The patient did not have his recharger with him at the time of the report but only his patient programmer which was showing the por and a ¿call your doctor¿ icon. It was noted that the patient was not able to adjust stimulation. The patient was walked thru on how to clear the por at the time of the report. The patient then saw his normal programming screen and had battery left on his implantable neurostimulator. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.